Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had packaging issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, an opened foil of product code j489 lot# mez014 and a folder of product code j544 could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. It was noted that the wrong suture was inside one pack of box of 12. Outside label says j489 and inside suture says j544. No additional information was provided.